Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During an in-clinic follow-up, two episodes of noise resulting in over-sensing and inappropriate automatic mode switch were noted on the right atrial (ra) lead. The physician suspects the noise was caused by electromagnetic interference, so no intervention was performed and the ra lead is currently being monitored. The patient was stable following this event with no adverse health consequences.